Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. As there was no damage noted to the sds guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction of devices and/or inadvertent mishandling resulted in the reported material separation. As reported, wire fragments were retrieved. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
B3: date of event is estimated. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. It was reported that the device is not available for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional guide wire referenced in b5 is being filed under a separate medwatch report number. (B)(4).

Event description:
User facility medwatch report received that states: "when pulling back a guidewire thru the outback elite re-entry catheter the wire was severed on two different occasions with two separate wires (abbott .014 allstar wires). Wire fragments were retrieved. Uncertain if malfunction of device or extensive calcification. What was the original intended procedure? Aable and pta/stent left common iliac artery, attempted pta r iliac artery. What problem did the user have: device failed."